Event description:
Consumer called to report having accuracy issues within their new meter. Comparing against their other meter. Analysis run on clark error grid using competitive reading (260) as ref. Point vs. Bd readings (512) yieled data points in the c range of the grid, outside acceptable limits.